Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white flashes on the pump touch screen. Customer's blood glucose was 118 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.